Event description:
In this case, it was reported that the valve was explanted after and implant duration of approximately 4 months, due to prosthetic valve endocarditis. The health-care provider noted that the explant was patient related and not related to any device malfunction. Per the discharge note, the aortic bioprosthetic valve appeared heavily calcified/stenosed with questionable vegetation. Blood cultures a tee showed aortic stenosis and possible abscess formation. Patient underwent urgent redo aortic valve replacement using a 21mm edwards valve; re-construction of the mitral aortic intervalvular fibrosa with a periguard patch. No paravalvular or other abnormalities on postop tee. Post operatively, the patient underwent splenic fluid aspiration on (B)(6) 2012, due to a splenic collection from an outside hospital. A large splenic abscess was noted and a pigtail catheter was placed. He was taken to the or for a splenectomy, distal pancreatectomy and vac abdominal dressing. He was extubated on (B)(6) 2012. The patient was transferred to the rehabilitation facility on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although, the root cause cannot be confirmed, the reported stenosis was likely due to the "the aortic bioprosthetic valve appeared heavily calcified/stenosed with questionable vegetation" per the discharge note. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.